Event description:
This lead was explanted because it would not stay in the atrium. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explant procedure. Blood penetrated the lead in the cut areas. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, cuttings in the insulation and deformations of the outer coil were observed, which resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.